Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "please find attached information from index, revision and I&d washout of a left total knee. The washout today was secondary to pain, swelling, redness around incision and general flu like symptoms."